Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump could not load or prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump histories showed that the pump was suspended on (B)(6) 2015 from 8:43pm to 9:49pm. The black box showed that during this time the rewind step was performed multiple times. The pump was attempted to perform the prime steps while suspended and the pump gave the appropriate warning that the pump cannot prime while suspended.